Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there was a severe aortic neck angulation, and severe vessel tortuosity. It was reported that the endurant bifurcated stent graft was implanted and the final angiography revealed a proximal type I endoleak. The physician elected to implant an endurant aortic cuff. After implantation, the physician experienced difficulty in retrieving the delivery system, as it was stuck on the suprarenal stent(s). When the system was pushed proximally, the taper tip was undocked. Although the measures such as the disassembly technique were attempted, it did not work and the physician was unable to recapture the taper tip. As the final measure, the system was pulled back as it was, but the taper tip broke off and was separated from the system body. Since the pull-through technique had been used, the system was removed straight out of the vessel in the left arm. The detached taper tip was successfully retrieved. Per the physician the cause of the event was difficult access vessels and severe tortuosity, an excessive force was exerted on the device, and the wire was also broken possibly due to frequent wire manipulation by pull-through. The delivery system did not work smooth either. Per the physician the cause of the event is related to the patient anatomy. The endoleak has not resolved and the patient will have no further treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.